Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, pacing inhibition was observed on this patient¿s right ventricular (rv) lead. A loose-pin connection was suspected and the rv lead was reconnected to the device, but pacing inhibition was still observed. The rv lead was then removed and checked through a pacing system analyzer where the lead pacing impedance measurements were observed to be greater than 2000 ohms. Insulation damage and a fracture were also visually observed with the lead. The lead was explanted and replaced prior to pocket closure. No adverse patient effects or asystole were reported.